Event description:
It was reported that while in the intensive care unit the intra-aortic balloon (iab) was prepped. The intra-aortic balloon pump (iab) did not recognize the fiberoptix sensor (fos) on the iab-05840-lws and as a result, the md inserted a datascope iab over our spring wire guide (swg) and through our sheath. After the datascope iab was inserted, the pump alarmed "purge failure." The product manager called for tech support (in the USA). They found "a breakdown" in the pump. "The iap-0500f was quickly repaired by the technicians and it was confirmed that the pump's fiber optic worked correctly." Additional information received on 03/15/2010, from the quality assistant in france stated, "what was the "breakdown" with this pump regarding the "purge failure" with the datascope? The problem came from a solenoid valve, the pump has been fixed quickly."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.